Event description:
Pt arrived in ICU after intubation on another unit. Yankauer tube noted to be broken. Pt had bronschoscopy in 02/2003 - 1cm x 0.5cm piece retrieved. Had second bronch - another piece noted but unable to be retrieved. Thirteen days later, the 1cm x 3mm clear plastic piece retrieved. No adverse outcome.